Manufacturer narrative:
Follow-up #1: date of submission 09/02/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/10/2016 with the following findings: the bb shows basal edit not saved warning on (B)(4) 2016 at 17:47 followed by loss of prime warnings. Deliveries never resumed. The last bolus delivery was a3.55u bolus on (B)(4) 2016 at 12:39. The tdd¿s add up correctly and reflect the users programmed basal rates. Pump passed delivery accuracy testing with no delivery defects found. Pump found to be delivering within required range and delivering accurately. No delivery interruptions or eaw¿s occurred during the investigation. Investigators were unable to duplicate the complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a history settings (inaccurate delivery) issue. The reporter stated that the patient woke up with a blood glucose of 489mg/dl and went up to 600mg/dl. Customer support (cs) attempted to follow-up without success. This report is being made due to the bg excursion the patient experienced due to an alleged history settings issue.